Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's lifting using maxi move passive lift device one of the clip sling detached from the hanger bar causing the resident to drop. The resident fell on the floor. From the information received, the patient then was hospitalized, therefore, we can assume that the sustained injuries could be serious.

Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).